Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited decreased p-wave amplitudes, resulting in an alert in the remote monitoring system for intrinsic amplitudes out of range at 0.3mv. No undersensing was observed. However, there was one instance of far field oversensing of intrinsic r-waves observed on the presenting electrogram (egm). An email was sent to the clinic recommending further review and noting the alert will not retrigger until the device is interrogated with a programmer. No adverse patient effects were reported. The device remains implanted and in service.